Manufacturer narrative:
Originally, we reported that the device in the 3500a initial report was not approved by the FDA. However, biosense webster inc. Considered it a similar device and was reporting the event. This supplemental is a correction as the product was FDA approved. (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool® smart touch¿ bi-directional navigation catheter approved under p030031/s053. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smarttouch® sf bi-directional nav catheter and a clot formation occurred. After the procedure, a clot/coagulum was stuck to the tip of the smarttouch sf catheter when the catheter was removed from the long sheath. There were no error messaged and the physician did not see any product problem. There were no issues with flow or temperature of the catheter. The generator was set to power control mode during the procedure. The patient did receive anticoagulant; however, the type used is unknown. The procedure was finished successfully with no patient consequence. The patient has not exhibited any neurological symptoms since the procedure was completed. This event has been assessed as MDR reportable because clot/coagulum has poor adherence to catheters and transseptal sheaths and it could be a potential source of embolism.